Event description:
It was reported that a patient underwent a lumbar disc surgery at unknown level(s) and during the procedure, one fixed angle screw slipped and had to be replaced. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4). Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample set screw found the implant unable to be fully engaged. The above observations are consistent with misalignment of the fas and set screw threads during construct assembly.